Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and endometriosis ("endometriosis/other injury(ies) or complication(s) please describe: endometriosis") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety and depression. Previously administered products included for an unreported indication: depo-provera in 2004 and birth control pills. Concomitant products included alprazolam (xanax) since 2005, aripiprazole (abilify) and atenolol. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced migraine ("migraines/migraines / headaches"), alopecia ("significant hair loss/hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("migraines / headaches"). In 2009, the patient experienced dyspareunia ("severe pain during sexual intercourse/dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced endometriosis (seriousness criterion medically significant) with pelvic pain and abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("multiple urinary tract infections"), dysmenorrhoea ("severe menstrual pain"), dental caries ("tooth decay/dental problems"), weight increased ("significant weight gain/weight gain"), anxiety ("anxiety/psychological or psychiatric problems condition: depression/anxiety"), depression ("depression/psychological or psychiatric problems condition: depression/anxiety"), dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth"), rash ("rashes or skin conditions type: skin rash, hives"), urticaria ("rashes or skin conditions type: skin rash, hives"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and back pain ("lower back pain"). The patient was treated with hydroxyzine (atarax), prednisone, sumatriptan (imitrex), leuprorelin acetate (lupron), surgery (hysterectomy and bilateral salpingectomy), surgery and surgery (oral surgery, crowns and or implants). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage and urinary tract infection outcome was unknown, the endometriosis, dysmenorrhoea, migraine, alopecia, dental caries, weight increased, dyspareunia, anxiety, vaginal haemorrhage, menorrhagia, dysgeusia, rash, urticaria, headache, nausea, vaginal discharge and back pain had resolved and the depression was resolving. The reporter considered alopecia, anxiety, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, menorrhagia, migraine, nausea, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the procedure was successful. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metal taste in mouth, rashes or skin conditions type: skin rash, hives, headaches, nausea, vaginal discharge, lower back pain were added. Patient's medical history, concomitant medications added, laboratory data was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.